Manufacturer narrative:
The reported information reasonably suggests the lens was removed and replaced during the same procedure. Device evaluation: visual inspection of the returned product, at 10x microscope magnification, was performed. The lens was observed ripped/torn with a cut from the lens edge across the optic. One lens haptic was observed distorted/bent. Evidence of viscoelastic residues (ophthalmic viscosurgical device) was detected on the lens body. The reported issue was verified on the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) tore during insertion into the eye. The iol was removed without difficulty and another lens of the same model was inserted. No additional information was provided to abbott medical optics.